Manufacturer narrative:
(B)(4). The customer reported that the device would not switch on. The device was evaluated and the symptom was clarified as the device not being able to switch on under ac power. The issue was localized to a defective power supply. Replacing the power supply resolved the issue.

Event description:
The customer reported that the device would not switch on.